Event description:
It was reported that the stent inadvertently deployed. This 7x40, 130 cm eluvia drug-eluting vascular stent system was selected for use in a procedure for peripheral artery disease. Upon opening the device packaging, the stent was partially deployed. It appeared that the thumbwheel protector and rear blue pull tab were intact, and the distal portion of the stent was exposed and partially flared out. The procedure was completed using a new stent. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia drug-eluting vascular stent system was inspected for damage. Visual examination revealed that the stent was partially deployed 7mm from the distal end of the middle sheath. The outer sheath was kinked at the nosecone. Microscopic examination revealed no additional damages. The pull rack and thumbwheel lock were still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that the stent inadvertently deployed. This 7x40, 130 cm eluvia drug-eluting vascular stent system was selected for use in a procedure for peripheral artery disease. Upon opening the device packaging, the stent was partially deployed. It appeared that the thumbwheel protector and rear blue pull tab were intact, and the distal portion of the stent was exposed and partially flared out. The procedure was completed using a new stent. There were no patient complications.